Event description:
It was reported the patient was taken to the emergency room for dehydration in (B)(6) 2009. The patient had been mowing the grass and a friend or family member found the patient lying on the ground. A month or two later, the health care provider (hcp) did a refill and noticed a volume discrepancy. The doctor knew then that the battery had depleted. The pump was being used to deliver dilaudid as of the date of the report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).